Event description:
A monarc subfascial hammock was implanted, "for the treatment of medical conditions of the pelvis, including pain, discomfort and stress urinary incontinence due to weak and/or damaged walls of the vagina." The date of implant was not provided. Plaintiff's attorney has alleged that the "products caused the plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering," and other losses. It was also alleged that, "plaintiff has sustained and will continue to sustain severe and debilitating permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.